Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. Programming changes were made to resolve the issue. The patient was in stable condition.